Event description:
The report received from the affiliate indicated that following a pta procedure, the distal tip of a 6f 11cm brite tip sheath introducer became frayed. It was exchanged for another device to finish the procedure successfully. There was no reported patient injury. After pta of a lesion in the sfa, the physician tried to exchange the guiding sheath for a 6f 11cm brite tip sheath introducer for use with an exoseal for hemostasis but it could not be inserted into the patient because the distal tip of the cannula was caught on the puncture site. Therefore, the sheath was removed from the patient and exchanged for another sheath. It was confirmed to be frayed at the distal portion of the cannula. After exchanging the sheath, hemostasis was successfully achieved with the exoseal. The product will not be returned for analysis. The product will not be returned for analysis. The product appeared normal when taken from its packaging. There was no difficulty flushing the devices. The access site location is unknown. The access site was not a cto and did not have any stenosis. No excessive force used to insert the sheath.

Manufacturer narrative:
The report received from the affiliate indicated that following a percutaneous transluminal angioplasty (pta) procedure, the distal tip of a 6f 11cm brite tip sheath introducer became frayed. It was exchanged for another device to finish the procedure successfully. There was no reported patient injury. After pta of a lesion in the sfa, the physician tried to exchange the guiding sheath for a 6f 11cm brite tip sheath introducer for use with an exoseal for hemostasis, but it could not be inserted into the patient because the distal tip of the cannula was caught on the puncture site. Therefore, the sheath was removed from the patient and exchanged for another sheath. It was confirmed to be frayed at the distal portion of the cannula. After exchanging the sheath, hemostasis was successfully achieved with the exoseal. The product appeared normal when taken from its packaging. There was no difficulty flushing the devices. The access site location is unknown. The access site was not a cto and did not have any stenosis. No excessive force was used to insert the sheath. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without return of the device for analysis. Based on the information provided, procedural factors (device caught on puncture site) may have contributed to the distal tip of the cannula becoming frayed. The IFU states ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ there is no indication that this complaint was related to a design or manufacturing issue, therefore, no corrective action will be taken.